Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to high defibrillation thresholds. The physician elected to implant a new transvenous implantable cardioverter defibrillator (ICD) as a replacement. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to high defibrillation thresholds. The physician elected to implant a new transvenous implantable cardioverter defibrillator (ICD) as a replacement. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to high defibrillation thresholds. The physician elected to implant a new transvenous implantable cardioverter defibrillator (ICD) as a replacement. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for investigation. Later, this product was received by boston scientific and full investigation was conducted. According to additional information, an x-ray was performed prior to explant.